Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant at follow up the right atrial (ra) lead exhibited rising and high thresholds as well as no longer capturing even at maximum output. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.